Event description:
It was reported that during a lap nissen procedure, the silicone padding came loose from the jaw of the shears. The procedure was completed with a same like device. No patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.